Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that this began when they enabled adaptive stim in (B)(6). The patient stated that stim sensation was lost 15-20 times per day. All positions have been defined and assigned a value. The issue was not occurring in the office on the date of the report. The rep was going to turn off adaptive stim and see if the issue continued. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the stimulation sensation being lost 15-20 times per day was unknown at this time. The rep reported that the patient¿s adaptive stimulation was deactivated. It was unknown if the issue was resolved. No further complications were reported.